Event description:
Further analysis was performed on the generator to observe if a hw reset would occur. Random interrogations were performed on the pulse generator across a period of approximately three months. No hw reset condition was observed. No further relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data - initial report inadvertently reported that the generator had not been received. Device available for evaluation? Corrected data - initial report inadvertently reported that the generator had not been received. Evaluation codes, corrected data - initial report inadvertently reported incorrect results and conclusions.

Event description:
The generator was received, but analysis has not been approved to date.

Event description:
It was reported that there were several error messages were observed upon interrogation of the patient¿s device. The first warning message stated that the generator had been reset and was not supplying stimulation, and the second message was an ifi=yes warning message. The generator had been implanted for less than one year, so the physician was concerned about the battery longevity of the device. The patient¿s original vns settings were programmed into the device. The patient¿s device was interrogated again three days later, and the output currents were reset to 0ma again. The battery was still at ifi=yes. The patient was reportedly having more seizures as a result of the output currents being reset. The data was reviewed, which showed that the battery had depleted prematurely. There were also two instances of the generator being reset unintentionally, as initially reported. The cause of the generator resets could not be determined from the data. The impedance was within normal limits throughout the data. The patient had generator replacement surgery, and warning messages were seen again prior to the surgery. The generator has not been received to date. It was also reported that the patient did not have any other surgeries outside of vns implantation or mris. No further relevant information has been received to date.

Manufacturer narrative:
It is suspected that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The growth likely created current paths that caused unintended electrical function, which were theorized to burn out, grow back and cause a reset, and burn out again. This process explains why resetting generators would function normally after stimulation was enabled and then encounter a subsequent reset at an unpredictable time later. The probable root cause is considered related to the laser-routing process to a manufacturing error. The manufacturing process included laser-routing which created an environment for dendritic growth which in turn caused the hardware resets. Livanova separately discontinued the laser-routing process for m103, m104, m7103, and m8103 generators on (B)(6) 2021.

Event description:
Internal investigation found the root cause of the hardware reset to be due dendritic growth observed on the routed edge of the printed circuit board assembly. No other relevant information has been received to date.

Event description:
Internal investigated reported that while the root cause is undetermined, the issue appears to be related to temporary power loss within the generator related to an unknown hardware failure that may have contributed to an intermittent loss of power.

Manufacturer narrative:
(B)(4).

Event description:
Analysis on the generator was approved. The data from the generator showed that it had been most recently reset on the date of explant. A hardware reset warning message was present upon interrogation of the device. The hardware reset warning also relates to unknown events which pull the power or reset lines. In addition, burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool either during implant or explant surgery, which may have been a contributing factor for the most recent hardware reset condition. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was at an ifi=yes condition. The battery was tested after it was removed from the generator, and the printed circuit board assembly (pcba) was in a latch condition. The cause of the latch condition could not be determined. The electrical test results showed that the pcba performed according to functional specifications. No further relevant information has been received to date.

Event description:
Programming history from the date of implant and shortly after did not indicate that the device had been hit with electro-cautery during the implant surgery or provide a cause for the premature battery depletion and device resets. The first device reset occurred around january 2018. It was confirmed that the patient had not experienced any trauma or shock to the device site around that time. No further relevant information has been received to date.

Event description:
A detailed review of the device history record showed no anomalies that could have resulted in the reset observed in the field. All test result values were within acceptable ranges, and there was no indication of additional or repeat testing being performed on this generator. No further relevant information has been received to date.